Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received excessive no delivery alarms. Customer's blood glucose was 450 mg/dl, which was treated with manual injection. Customer was able to resolve no delivery with a complete set change. Customer was not able to return product due to discarding them. Caller was advise if issue persist. Products would be replaced.